Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the male luer was separated from the tubing. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link y site separated from the connector that connects to the patient's clave resulting in a leak. The set was being use with an IV pump at a flow rate of 5ml/s. There was no patient injury or medical intervention associated with this event. No additional information is available.